Event description:
New information received noted that programming interventions were performed. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented wit a non sustained over-sensing episode remotely. It was suggested that the implantable cardioverter defibrillator (ICD) was over-sensing myopotentials. Programming changes were suggested but not made. Further information was requested but not received.